Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed clips onto structures and some of the clips would then fall off of the structure. There were no patient consequences. The case was completed with the same device. The device was discarded.